Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: this product was used and was found to be leaking at the end of the connected infuser;